Event description:
It was reported by hospital staff, to the biomedical engineer (biomed), that the epg (external pulse generator) would not capture. The biomed also noted there was case damage. The epg was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported by the biomed that staff said the device would not capture. It was noted by the biomed that the device has case damage. The device is being returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported by hospital staff, to the biomedical engineer (biomed), that the epg (external pulse generator) would not capture. The biomed also noted there was case damage. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis was unable to confirm the customer comment that the unit would not capture, however it did confirm the customer comment that the upper case was broken and the lower case was melted. Analysis also found that the battery release, lead flex cover and battery drawer were contaminated, that the battery contacts were compressed, one side bail and the ring were missing, one side bail was bent, the main printed circuit board was out of specification and the keyboard scratched.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). This analysis confirmed the pcb battery removal test failure seen during repair of the device caused by a capacitor component failure.